Event description:
In this case, it was reported that the valve was explanted at implant. Unfortunately, the reason for explant has not been provided. No other details reported. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a product malfunction or quality deficiency. The subject device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
"Aortoventricular disruption". Additional manufacturer narrative: based on the operative report provided, the very base of the aorta was fully calcified including areas around the left main coronary ostia. Exposure was not perfect but adequate to allow debridement of the valve, all of which had to be done with pituitary rongeurs. The annulus was heavily calcified. We tried to leave as much fibrous tissue as possible but it was difficult to calcify the annulus to the point we place sutures in the annulus. A 21mm prosthesis was seated. We were able to wean the heart from bypass without difficulty and as we were about to discontinue cpd, we noted increased bleeding from the area under the anterior fold of the right ventricular outflow tract. The bleeding appeared to be coming from behind the area of the right coronary ostia. At first we could easily control it with single digital pressure and went back on full bypass in order to assess the source of bleeding. We could not identify it completely and placed a single pledgeted suture. Then as we weaned the heart again, there was sudden increase in bleeding from that point. It was clear that there was a large aortic or ventricular bleeding source from the very base of the heart near the fibrous skeleton. It was clearly not possible to create any viable repair without exploring the anterior aspect of the aorta. Accordingly, we reapplied the cross clamp. The valve was completely normal and sealed quite well surrounding the aorta. Then we passes a 2mm parsonnet probe through what appeared to be the defect in the anterior aspect of the right ventricular outflow tract fold and, by separating the prosthetic valve leaflets, could see the tip of the parsonnet probe without any difficulty whatsoever. When placing a mirror through the 21mm valve, could easily see a complete disruption from the base of the heart. The aorta came loose from its left ventricular connections at the level of the fibrous skeleton and it was clear that there were areas of severe calcification which had extended into the anterior aspect of the left ventricle and adjacent septum. Accordingly the 21mm (subject) valve was removed. The aortoventricular disruption (dehiscence) was repaired. Because of the bulk of the teflon, we downsized to a 19mm edwards valve, which seemed to fit snugly but satisfactorily. We were then able to wean the patient from bypass satisfactorily. The patient was transferred from the operating room to the ICU in critical condition. On (B)(6) 2012, the intra-aortic balloon pump from left femoral artery was removed. The patient tolerated the procedure well. Of note, on (B)(6) 2012, the patient was requiring pacing as on previous days with previous underlying slow atrial fibrillation. Pacemaker capture was lost and unable to regained, and the patient went into cardiac arrest. Patient expired on the morning of (B)(6) 2012 due to cardiac arrest. No further actions are possible with the available information.

Manufacturer narrative:
Device not returned. Unfortunately, the sample device was not returned. Therefore, the root cause of this event could not be conclusively determined. Follow up for additional information is currently being made. A supplemental MDR will be submitted in the event that any new information or sample device is received. No further actions are possible with the available information.